Event description:
Ous MDR - boston scientific received information regarding abnormal impedances values during a routine follow up. The revision was performed on (B)(6) 2014. Insulation damage was confirmed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.